Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component were implanted. The final angiogram revealed an endoleak, so an iliac extender component was placed; however, the endoleak was still present. The physician converted the patient to open surgical repair.